Manufacturer narrative:
A sample has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported the handpiece would not oscillate during a cataract procedure. The handpiece was exchanged to complete the case. There was no harm to the patient.

Manufacturer narrative:
No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the phaco handpiece. The phaco handpiece was manufactured on december 10, 2013. Based on qa assessment, the product met specifications at the time of release. The phaco handpiece was received for evaluation a visual assessment of the returned sample found no visual defects. A full functional test was then performed on the returned handpiece. The handpiece was first tested on a ground resistance tester in which it passed and the handpiece was then connected to a calibrated system for priming and tuning. The handpiece was found to pass all functional testing on the system and was then tested on the dynamic tuning fixture (dtf) for stroke testing on both ultrasound and torsional movements. Functionally the handpiece passes all tests. The phaco handpiece was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Supplemental medical device report (smdr) # 02 is being filed to correct the date received by MFR on the initial report, filed earlier. Incorrect date of 03/04/2016 is being corrected to 03/14/2016. (B)(4).